Manufacturer narrative:
Corrected: date product recd by mfg. Evaluated by manufacturer . Products returned for evaluation. The products were inspected and found to be within specification. No x-rays were provided. A complaint search was completed on this product code and found no previous complaints regarding patients developing wounds. (B)(4). There is no evidence to support that the plate contributed to the reported event. No product problem was identified; therefore there is no root cause or corrective action. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt developed a 2mm diameter wound dehiscence over lateral aspect of fibular head a number of weeks after initial implantation. Surgeon believes the plate size contributed to the event. Pt was treated with antibiotics after positive culture. Incision was made over the fibula; fascia was robust proximal to fibular head and at the distal tip of fibular head. Bone well healed after a weber b fx with spiral fx proximal to fibular head. Pt presented in ER with trimalleolar fx. Scratches on plate are the result of removal tools.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.